Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that connection between the cassette and extension tubing had become unscrewed. It was reported that the pump had not been stopped at any time during the incident. The patient denied observing any white powder. No chemotherapy or oxidized chemotherapy powder had been visualized in the chemo pouch or on the patient¿s clothing. Upon assessment, the pump had been running with 63.1 ml remaining in the cassette. The 5-fu pump was stopped and disconnected. The patient was connected to a new 5-fu pump. No patient harm was reported.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.